Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level of less than 40 mg/dl. Customer was treated with an intravenous saline drip, and was given a muscle relaxer. Customer was released from the hospital 2 hours later with no permanent damage. Reportedly, the pump correction factor needed to be adjusted. Customer consulted with a health care provider to adjust the correction factor to resolve the issue.